Event description:
It was reported that patient underwent acl repair procedure on (B)(6), 2011. Subsequently, the patient was revised on (B)(6), 2012, due to the femoral fixation device slipping into the femoral canal. The femoral fixation and tibial fixation devices were removed and replaced with the same types of devices.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number three states, "five states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device". Number five states, "care is to be taken to insure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result". Review of returned devices found them to be within specification. The implants appeared to be in position at the time of implantation. However, soft tissue impingement may have led to the femoral fixation device slipping into the femoral canal. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01032).